Event description:
The event is reported as: the device was inserted and the pt was set on the ventilator and then the alarm sounded. The endotracheal tube was removed and a defect was noted on the balloon. No pt injury reported.

Manufacturer narrative:
It is reported that the customer does not know the type of defect that was discovered. A visual, dimensional and functional inspection was not conducted since the product was not returned. The device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the device sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.